Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not all the way connected. There was no further information provided with this event. The lead remains in service. No adverse patient effects reported.